Event description:
It was reported that a 42-year old caucasian female patient underwent breast augmentation revision with two 590cc mentor memorygel breast implants and was diagnosed, via ultrasound, with right breast implant rupture and lump, post-operatively. The patient also suffered bilateral breast ptosis and lateral displacements. In addition, the patient also suffered several symptoms including, fatigue, headaches, difficulty lifting arms, chest pain, dizziness, and breathing difficulty. In addition, the patient was also punched in the right breast prior the breast pain and rupture. As a result, the patient underwent bilateral breast implant explantation surgery on (B)(6) 2023. This medwatch form is for the left breast prosthesis. Complications on the right breast have been reported under mrn: 1645337-2023-03207.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness h6 health effect - clinical code e2402: generalized illness mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).